Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they completed treatment and re-entered treatment due to shifting. Byte treatment planning referred the patient to in-person dentist due to crowding and bite concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.